Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and nine months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The failure mechanism of the bioprosthetic valve was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the valve-in-valve was performed due to aortic insufficiency. If information is provided in the future, a supplemental report will be issued.